Event description:
The pump was explanted and replaced and returned to the manufacturer for analysis. No reason for explant was given. A follow up report will be sent when additional information is received.